Event description:
Patient presented to the physician five days post-implant procedure with a hematoma at the neck incision site. Physician brought the patient into the operating room and evacuated the hematoma. Prophylactic antibiotics were prescribed after the procedure was completed.